Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump was having sensor glucose versus blood glucose differences that led to inappropriate pump suspend. The customer¿s blood glucose level was 175 mg/dl and sensor glucose was 81 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.